Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm reading was 58 mg/dl, and the patient did not experience any symptoms. The patient self-treated with eating ice cream, chocolate, and drank a soda pop. After self-treatment the cgm reading dropped to 40 mg/dl, and the patient decided to go to the hospital as they were not able to take a fingerstick as the ran out of strips. When a fingerstick was taken at the hospital the cgm reading was 45 mg/dl, and the blood glucose reading was 300 mg/dl. When ketones were tested, the results were ¿normal¿. The patient stated that no medication was provided as he felt fine. The patient stayed in observation for 24 hours and then left home. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient ran out of test strips for finger sticks. The reported glucose values fall within the d zone of the parkes error grid at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.